Event description:
An unexpected event was reported where the pump displayed the reset screen suddenly. There was no adverse impact to the customer's blood glucose level. Technical support clarified that the reset was a safety feature performed during a routine pump system check, explaining necessary steps such as manually restarting cgm sessions and reloading the cartridge. The customer understood the explanation and successfully resumed insulin use.